Manufacturer narrative:
(B)(4). Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that, during a transverse colectomy, the tissue pad fell off the clamp arm during use. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another ace+ device was used to complete the case. There were no adverse consequences to the patient. No further information is available.